Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device was not cutting evenly. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6) 2013 where it was reported that the poppet assembly needed replaced and the neck and poppet assembly were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by on (B)(6) 2017 revealed the calibration was out of specification. The motor speed was within specification but it ran erratic. The width plate screws were missing and the neck piece had unusual damage to the outer surface on the z side. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, and neck. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was not cutting evenly¿ was non-verifiable since no test could be performed to replicate the reported event. The reported event was non-verifiable since no test could be performed to replicate the reported event. No test could be performed to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device's does not cut evenly. No adverse events have been reported as a result of this malfunction.